Event description:
The facility's boimedical engineering department reported the device to have an 810:02 failure code. Info was not provided regarding whether or not the device was in pt use when the reported failure code occurred. The biomedical engineer stated that there was no report of pt injury. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt status, medical pt status, medical intervention, age of pt, or medication involved. No additional contact info was available.